Event description:
Patient was undergoing embolization procedure for cerebral artery aneurysm using penumbra 400 coils. Penumbra px slim and excelsior sl-10 microcatheters were deployed in the aneurysm. Additionally, a codman neurovascular enterprise stent was deployed with a jailing technique. Seven coils were successfully placed in the aneurysm. The eighth coil was inserted into the px slim with incident, but while the coil was being delivered the px slim kicked out of the aneurysm. The physician felt something was wrong with the px slim, so he pulled it back a little and found the coil had prematurely detached. The coil was retrieved with a snare. Ten more coils were successfully delivered after and the operation was a success. There were no adverse effects on the patient¿s health.

Manufacturer narrative:
Results: it appears that the pxslimstr was fractured and only 4.4 cm of the proximal end of the shaft was returned. The y-connector has a piece of material stuck inside. Conclusion: the complaint has been evaluated. Two issues were described in the complaint. First, a foreign piece of material found in the y-connector after the coil unintentionally detached. Only a 4.4 cm piece of the catheter was returned however, there was no description of a broken catheter in the complaint therefore; it is believed that the catheter was cut in order to return it still connected with the y-connector. The y-connector has a piece of unknown plastic material stuck inside. The pusher assembly was evaluated and it appears that there is no missing material. However, there were other products used in the case which may be the origin of the material. The cause of this complaint cannot be determined. The second issue described by the physician was an unintentional detachment of the coil after the microcatheter was kicked out of the aneurysm. After evaluating the pusher assembly and the px slim microcatheter, it appears that the force used exceeded product specification as evidenced by the broken sr wire and proximal constraint ball remaining in the ddt. Excess force may have been used to advance the coil into the coil mass when the microcatheter kicked out. If force in excess of the tensile strength of the material is placed on the coil when advancing or retracting, the coil may break. The pet lock on the proximal end of the coil is broken indicating that there some attempt to detach the coil was made. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00344.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00344.